Event description:
A pt had experienced a loss of stimulation. High impedance at multiple poles were measured on more than 4 contacts at the proximal lead end. A model 3550-67 device with "ens/nvision" was used for impedance testing. The pt's lead was explanted and replaced. Following the replacement surgery, stimulation was now working. It was indicated that the pt was not injured. Additional info will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.